Manufacturer narrative:
Concomitant medical product: 429888 lead; implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinician that there were no pacing spikes detected on the electrocardiogram (EKG) or telemetry as they expected and abnormal device function was suspected. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.